Event description:
It was reported; x-ray imaging revealed lead fracture at the l2 lead. Surgical intervention was undertaken on (B)(6) 2024 where it was revealed the l1 lead had a potential for fracture as well. As a result, both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.